Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white residue found inside the tubing of the transfer set. The transfer set was in use for about two months. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned with a uv disconnect cap on the uv spike connector and an evaluation is complete. A visual inspection was performed with the naked eye, and fourier transform infrared analysis. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. All functional testing performed was acceptable. The uv disconnect cap received with the complaint sample was used during leak testing. The reported condition was verified. Loose particulate matter (white residue) inside the fluid path identified during visual inspection. The results of the particulate matter identification were consistent with a mixture of silicone and calcium stearate. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.